Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance test result was first obtained when the replacement generator was connected to the original lead. The original generator was then reconnected tot he original lead, after which device diagnostic testing again yielded high lead impedance results. It was reported that the "device was functioning properly prior to the surgery" and that there were no problems with high impedance results. It was reported that the "device was functioning properly prior to the surgery" and that there were no problems with high impedance prior to the generator replacement surgery. The replacement generator was reconnected to the original lead, at which time proper generator/lead connection was confirmed. Repeat device diagnostic testing again resulted in high lead impedance result. The surgeon visually inspected the lead and did not see any anomalies. Device diagnostic testing of the generator alone was within normal limits. Indicating proper device function. Both the lead and generator were replaced. No adverse event was reported in conjuction with the high lead impedance condition. Both the lead and the orginial generator were returned to manufacturer for analysis.